Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The low flow alarms were thought to be potentially due to malposition of the pump seen in a previous computed tomography (CT) scan (cs-222062), however, a specific cause for the alarms could not be conclusively determined though this evaluation. The reported pump humming and vibrations felt by the patient could not be confirmed through this evaluation. A specific cause for the pump hum/vibration could not be conclusively determined. The submitted controller event log files contained data from 30dec2025, per the timestamps. Intermittent low flow faults were captured throughout the log file and several of these faults resulted in a low flow hazard alarms on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 1 of the patient handbook, ¿introduction¿, and section 4, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review for the patient currently admitted for influenza and recurrent low flows in suggestive of poor by mouth (po) intake and hypovolemia. The low flows were ongoing despite intravenous fluid (ivf) resuscitation. The patient also states they can feel ventricular assist device (vad) hum/vibrations. The patient had frequent low flow alarms. It appeared that log files captured some low flow events on 30dec2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatality index (pi) was dynamic and elevated. Additionally, low flow software was installed on both system controllers via low flow alarm threshold (lfat) due to frequent asymptomatic low flow alarms and suctioning. It was noted that the patient was admitted for low flows on (B)(6) 2025 and the cardiac computed tomography (CT) demonstrated cannula directed towards inferoseptum and low flows thought to be 2/2 positioning and volume depletion. The speed decreased at that time 5500>5300 rpm. The patient had continued to have brief, positional low flows, particularly when lying on left side. They planning to do modular cable system controller exchange to low flow controller in next 1-2 days. (MFR: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.